Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons had an intermittent response. Removing the keypad revealed contamination under all of the button contacts. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up, down, and ok buttons on their device were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.